Event description:
Device not working as per customer- (B)(6) 2019 15:33:22 (B)(6) npi- device not working as per customer ---------------------------------------- (B)(6) 2019 16:43:05 (B)(6). Replaced upper pressure sensor, atok. (B)(4). There is no patient involvement.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
Device not working as per customer- (B)(6) 2019. 15:33:22 (B)(6) npi- device not working as per customer (B)(6) 2019. 16:43:05 (B)(6) replaced upper pressure sensor, atok. Eq03346 eq09912 eq111097 eq111094 eq110999. There is no patient involvement.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02922). This MDR resubmission now reflects the correct product registration number. The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.